Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device header was returned in two pieces and detached from the device case. A non boston scientific wrench tip was present in the rv ring setscrew when received. The setscrew was in the up position and the retainer ring was bent upward. The retainer ring was removed and no issue was found with the movement of the setscrew in terminal block.the atrial ring setscrew was also stuck in the up position when received and the retainer ring bent upward. No issue was found with the setscrew once it was freed from the ring. The device was in storage mode at explant; no therapy was available. The device met longevity expectations for elective replacement indicator (eri). No further analysis was performed.

Event description:
Boston scientific received information that during the procedure to replace this device, the setscrews for the associated atrial and right ventricular (rv) leads were both stuck and could not be loosened with a torque wrench or even with a fixed hex wrench. The tip of the wrench broke off in the rv setscrew. A bone cutter was used to cut apart the device header and push out the lead connector pins. A new device was implanted and the existing leads were successfully interfaced to this replacement device. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
This product issue will be udpated when device evaluation is complete.